Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed loose tubing to output of the flow meter. The tubing was reconnected, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 phone call, (B)(6) 2017 phone call, (B)(6) 2017 phone call.

Event description:
The hospital reported auxiliary o2 was not delivering despite flow being indicated on the flowmeter. There was no report of patient injury.